Event description:
Primary IV tubing would not prime with fluid upon initial set-up. This would occur randomly with some tubing priming without difficulty and other tubing not priming. This facility identified three affected lot numbers - 17087182, 17087183, and 17056333. Manufacturer was notified, samples of tubing were mailed to manufacturer for investigation, and tubing with affected lot numbers were pulled from stock. Since completing this initial report we have identified additional lot numbers. The issue is widespread throughout the organization. Bd is aware and is working on a solution. Manufacturer response for smartsite infusion set, alaris (per site reporter): samples of affected tubing were mailed to the manufacturer. They indicated the tubing would be tested.